Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. The customer also stated that the insulin pump had alert that battery would be dead in thirty minutes and the insulin pump quit after thirty minutes. Customer stated that the insulin pump did not work after inserting new battery. Customer stated that the display was not blank less than 30 seconds. Customer remove the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery cap was damaged. Customer stated that the contacts on the battery cap was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.